Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the erbe initialized without issue. The customer used an external generator to continue the procedure. The procedure was completed robotically with no report of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and was able to reproduce the error c-34. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and reported failure was confirmed. The iesu displayed error c-34 on start-up when testing on an in-house system and running in normal mode. C-34/c-00/m-11 errors were presented in error log. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, an operating room (or) staff called in to report that the erbe had stopped working. They were getting a c-34 fault on the system and a few other faults. An intuitive technical support engineer (tse) reviewed the logs and confirmed the faults on the erbe unit. Prior to calling in, site had power cycled the unit with no change. The tse advised them to relocate the power outlet to another circuit, but the issue remained. The tse had them check if the second system at the hospital was in use to replace the vision tower from and if they had access to another external generator. The customer stated that another system was in use at the time of the event and they were looking for another generator. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, no further details have been received as of the date of this report.